Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
The customer reported using a catheter that encountered "significant issues". Additional information received 9/2/2025: customer confirmed they placed a provena midline that was removed after a confirmed dvt. The patient was hypercoagulable and had 2 subsequent midline catheters and several peripheral ivs occlude after the double lumen provena midline. The occlusions did cause delays in IV infusion therapy treatment but "they were seemingly unavoidable due to the patient's condition". The patient was eventually placed on a heparin drip; however it was delayed initially due to a report of excessive bleeding risk with subcutaneous anticoagulation. There were no long-term effect noted.